Manufacturer narrative:
(B)(4). Investigation summary ==> it was reported that the device had performance pull off suture needle. It was received for analysis two empty opened overwrap of product code 8701, lot mkh106. No needle or suture was returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿during an unknown procedure the needle detached from the suture¿.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mkh106, 8701w and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle detached from the suture. There were no adverse patient consequences reported.